Event description:
It was reported that the device reached elective replacement indicator (eri) within approximately 2 weeks after the device had an estimated longevity of 9-21 months. Also the ventricular capture management (vcm) of the device had put the output to max even though all previous vcm thresholds were from 0.75 to 1.25 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.